Manufacturer narrative:
Engineering review of the reported issue found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that image data was corrupted and could not be imported/exported on the navigation system. To restore functionality, the application software was re-installed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system displayed that patient exams could not load and that a "unable to create volume db" message appeared on the navigation system. It was noted that the issue occurred intermittently and that exams that previously loaded on the navigation system displayed the issue. It was noted that the site had not changed imaging protocols. There was no patient present when this issue was identified. It was later reported that uninstalling and re-installing the application software restored functionality. No additional information was provided.